Event description:
A physician reported that a pt received her second treatment on 5/20/97 into the glabella. Soon after the treatment (exact date unk), the pt developed erythema and induration at the glabella and the skin test site; she also complained of pain in the eyes and tearing of the eyes. On 7/3/97, the pt returned to the physician's office. The physician's diagnosed the glabellar and test site erythema as a hypersensitivity and planned to give an intralesional injection of kenalog. The physician did not believe the pain and tearing of the eyes were related to the collagen. No medical or surgical intervention was planned or prescribed for the pain and tearing of the eyes.